Event description:
Physician reported during intraocular lens (iol) implant procedure that a cartridge was thick compared to an usual one, therefore, it strained an incised wound. He reported that the company cartridge was used with an incision size of 2.8 mm , but when the cartridge was inserted into the patient eye, the incised wound felt narrow. The surgeon stated that the cartridge could not get into the incised wound unless it was pushed through firmly and also stated that incised wound was under huge stress. It was reported that the lens was inserted and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was not returned. Six unopened company cartridges for lot 15653696 were returned in the opened 10-count carton. The six samples were opened and numbered 1-6 for evaluation purposes. All six company cartridges were microscopically examined with no damage or abnormalities observed. The tips were dimensionally verified to be within the specified parameters. Complaint and product history records were reviewed and documentation indicated the product met release criteria. No problem was found with the six returned cartridges. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The manufacturer internal reference number is: (B)(4).